Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 223 mg/dl at the time of incident. The customer¿s other blood glucose levels were 227 mg/dl, 201mg/dl, 212 mg/dl, 206 mg/dl, 188 mg/dl, 174 mg/dl, and 186 mg/dl. The customer reported that they feel okay for troubleshooting. The customer stated that their blood glucose went high even though the customer had not eaten anything yet. Customer replaced the reservoir twice but still were having high blood glucose levels. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump was in auto mode at the time of the incident. The customer reported that they have a back-up plan available. The customer was able to perform the high pressure test. The insulin pump will not be returned for analysis.